Event description:
It was reported that the patient had developed a small incision infection after her full vns replacement surgery on (B)(6) 2012. The infection was successfully treated with antibiotics. Follow up with the surgeon's office revealed the infection was first observed on (B)(6) 2012 and was only at the generator incision site. No patient manipulation or trauma occur that is believed to have caused/contributed to the incision infection. There were no other interventions taken or planned other than the antibiotics, as the antibiotics resolved the infection. Cultures were taken to confirm the infection as coagulase (B)(6).

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.